Event description:
It was reported that this patient was revised from a wright medical stem to a right restoration modular on (B)(6) 2014. She had a trident cup in post revision. She was chronically unstable. Surgeon decided to bring her to surgery to see if he could improve stability. Upon opening the joint, the surgeon assessed a serious lack of abductor mechanism, and decided to use the next larger cone body, and replace liner with a constrained liner. Nothing was loose or broken.

Manufacturer narrative:
An event regarding instability involving a trident liner was reported. The event was not confirmed. Device evaluation not performed as the reported device was not returned for evaluation. A review of the provided medical records by a clinical consultant was completed, the event was not confirmed. Further medical records including the operative report and better quality x-rays are needed to fully investigate the event. Device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was provided.

Event description:
It was reported that this patient was revised from a wright medical stem to a right restoration modular on (B)(6) 2014. She had a trident cup in post revision. She was chronically unstable. Surgeon decided to bring her to surgery to see if he could improve stability. Upon opening the joint, the surgeon assessed a serious lack of abductor mechanism, and decided to use the next larger cone body, and replace liner with a constrained liner. Nothing was loose or broken.

Manufacturer narrative:
It was noted that the device is not available for evaluation because it was retained by the surgeon. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not returned.